Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said they thinks they are getting like shock feelings down their left leg. They know their device is tilted, but it is literally in sideways. The feelings are going down to their toe. It is hurting their leg and foot, especially their toe next to the big toe. It feels like a spasm or electrical feeling every so often during the day. Patient said the doctor put it higher because it wasn't doing anything for their symptoms. They were still catheterizing the same amount as before the surgery. The doctor doesn't seem to think anything of it. They just told them to come back in four months. The patient was redirected to their healthcare provider to further address the issue. Told patient to consider asking the doctor if they can turn the therapy off or trying another program.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.